Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient was in an automobile accident and presented in the emergency room. A check of the implantable cardiac monitor was performed and intermittent over-sensing was observed. The device remains in use and no patient complications have been reported as a result of this event.